Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain. The home patient (hp) stated that the cat bit the line. The technical service representative (tsr) assisted the hp to clear the error by powering the hc unit off / on. The hp would do a manual exchange by the doctor's instructions. No patient injury or medical intervention was reported. Per 2240 call script: the hp was connected to the hc cycler at the time of the alarm. The hp did not disconnect any time prior to the alarm. All the bags were properly spiked and connected. No patient extension lines were used. A leak was noted in the supplies. The hc set was not being reused. The hp had a pet that caused damage to the supplies. Proper procedures per the user manual were reviewed with the hp. The hp would complete therapy with manual exchanges. The hp had discarded the sample. During a follow up phone call by product surveillance to the nurse on (B)(4) 2010 regarding the 2240 alarm, the nurse stated that she was aware of incident. Per nurse, the hp was advised to keep the cat out of the room. The nurse confirmed that there were no ill-effects as a result of the cat biting the tubing. The nurse stated that she saw the hp on (B)(6) 2010, and reported that hp was doing great. Per nurse, the hp is continuing therapy on the hc cycler without any difficulties. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.